Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control-iq algorithm decreased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was 52 mg/dl, and the meter bg reading was over 500 mg/dl. Customer thought their bg was low due to cgm reading and tried to address their bg by consuming sugar. The customer then received help from a doctor but no details were provided of treatment given by the doctor. No additional patient or event information was available.